Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power conversion enclosure for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The enclosure has not been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while preparing for a cranial biopsy, the imaging system generator would not complete initialization as the progress bar on the pendant would not indicate complete status. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.